Event description:
The customer contact reported a cut in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of platelets. It was reported that during priming of the tubing set prior to pt use, approximately 50 ml of platelets leaked from a but in the tubing at an unspecified location between the drip chamber and cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.